Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the damaged printed circuit boards cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited a damaged printed circuit board, and a panel with front buttons that do not work. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that a damaged printed circuit board caused a corroded light source. The buttons on the front of the panel were caused by a faulty/corroded main board. Should additional relevant information become available, a supplemental report will be submitted.